Event description:
It was reported that the reporter saw the patient the day of the report and the device was off. The reporter checked the patient use of the device and it was discovered that it had only been used two hours since implant with the last session being (B)(6)-2013. It appeared that the device had been off since initial implant and programming. The patient¿s family believed that she had ¿some benefit very early on,¿ but not since. The reporter also stated that the clinic had lost their programmer ¿for a period¿ and were unable to help the patient, but had since found the programmer. The patient also had a fall but could not recall when the fall happened in relation to the implant date. The reporter read impedances greater than 4,000 ohms on some of the bipolar pairs. The patient was programmed to a pair that was within the normal impedance range and she felt stimulation at 4.6 volts. The patient was sent home and supposed to check back in ¿one to two weeks¿ to report whether or not the therapy was working. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical concomitant: product ID 3889-28, lot# va053wy, implanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).